Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter stated that after changing the battery and confirming the verify screen, the screen became distorted and the characters on the screen were pixilated and out of order on multiple screens. The reporter stated that after a couple of minutes the screen went back to normal and that this had happened at random about 6 nights ago with another battery in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.